Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an acl meniscus repair using a suture, nonabsorbable, synthetic, polyethylene, that both reported anchors only went through meniscus on the first deployment. Neither deployed the second anchor, so both set of anchors needed to be removed before the next anchor was opened. The sutures were cut to remove the implant, and the anchors were fished out with arthroscopic graspers. The surgeon was convinced that all broken implants were out. They could not see further material in the knee, before he closed the patient's wounds. No damaged had been noticed to the device, or packaging prior to use. A backup device was available to complete the procedure. (B)(4).